Manufacturer narrative:
Add'l info will be submitted once the quality investigation is complete.

Event description:
A micro drill long straight attachment was sent for eval due to overheating during testing. The event occurred during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.